Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a clinic check-up, the patient could not feel the device vibration. Several tests were performed but were unsuccessful. No resolution was recommended or completed. No adverse consequences were detected.